Event description:
It was reported that prior to using bd preset¿ arterial blood collection syringe, a nurse discovered a plastic fragment adhering to the cannula of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.